Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with a heart rate of 30 beats per minute. The lead exhibited loss of capture. The lead was capped and replaced.